Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause could not be determined. Based on the results of the investigation the suggested event occurred by conduction failure caused by fluid invasion on the scope connector and the error message incompatible scope was displayed. The event can be prevented by following the instructions for use which state: important information - please read before use warnings and cautions: caution turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to fluid invasion between the scope connection and the body control unit. The device evaluation also found that the distal end plastic cover had a chip and some scratches, bending section cover glue had a chip and that the bending section was wet, forceps passage had a tear, failed electrical continuity (test), insertion tube had scratches and a heavy dent, control body had fluid, scope connector had heavy fluid, upward/downward had low angulation, and faulty labeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope experienced leakage from the insertion section and a failed leak test. The issue was found during a reprocessing event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error e315 (incompatible scope error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.